Event description:
It was reported that customer was hospitalized for high blood glucose. Customer experienced vomiting, nausea, diarrhea and feeling hot and cold. Customer has treated with a bolus. Customer's blood glucose reading at the time of the event was 320 mg/dl. Customer stated that the insulin pump kept alarming no delivery. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion, self test and error test. All operating currents are within specification. Off no power alarm functions properly. The insulin pump had excessive no delivery alarms during excessive no delivery test due to a faulty force sensor. Unable to perform the occlusion test due to excessive no delivery alarm. The insulin pump had a scratched display window and a missing end cap sticker.